Event description:
Healthcare professional reported surgery due to "voluntary recall on textured silicone implants". This is for the left side. Additionally healthcare professional reported "(ruptured, baker3)". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture.

Event description:
Healthcare professional reported surgery due to "voluntary recall on textured silicone implants". This is for the left side. Additionally healthcare professional reported "(ruptured, baker3)". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Rupture: observed, one opening on posterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: wear abrasion is observed. Crease fold is observed. Red particles on the shell are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported surgery due to "voluntary recall on textured silicone implants". This is for the left side. Additionally healthcare professional reported "(ruptured, baker3)". Device has been explanted.